Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported inaccurate psi readings. No consequences or impact to patient were reported.

Event description:
The customer reported inaccurate psi readings. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned sensor was evaluated. Visual inspection confirmed there was no physical damage. During evaluation the units failed continuity testing due to an open circuit across the electrodes and between the r2 electrode and the connector. The sensor was returned used. Functional testing could not be performed since the sensor is intended for single-patient use; the integrity of the sensor (gel; contacts; etc) is broken once it is removed from patient use., corrected data: updated d4 model # from "4248" to "4248-9".